Manufacturer narrative:
According the incident description, a flexible drill shaft broke off during normal use. The affected product was provided for an optical examination. The flexible drilling shaft broke above the spiral part and right below the head of the drill. The spiral part is slightly bent. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drilling shaft was used instead. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined of why the drilling shaft broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot neither be confirmed nor denied due to lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there are also no information available, no statement is possible regarding it. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the flexible drill shaft broke with normal use - this is a well reported issue." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since a second drill shaft was available.